Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer receive a message on the pump to perform a cartridge change. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided.